Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as ¿cat bit the tubing¿. The event was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The day after the event onset, the patient started treatment with vancomycin (for fourteen days; dose, route, and frequency not reported) and cefepime (for fourteen days; dose, route, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.